Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump got wet when the customer was watering the yard. The insulin pump had alarmed an error and the device had restarted. The customer had attempted programming the time and the date, but the numbers kept scrolling. The customer's blood glucose was 96 mg/dl. The customer also stated that the device had alarmed battery out limit but they were unable to clear the alarm due to the unresponsive keypad. The discontinuation of the device was advised. Nothing further was reported.